Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a remote alert about a heavy shock from a portable detector. The local field remote engineer (rse) sent out an email to the customer, asking about the detector status. Investigation revealed, that the customer had dropped the detector, but the affected detector was still working properly. System is fully functional. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended. H3 other text : the customer confirmed that the device works as specified

Event description:
The customer confirmed that a portable detector was dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.